Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 503 mg/dl and current is 155 mg/dl and blood glucose came down to 103 mg/dl at 9:00am. The customer declined troubleshooting on insulin pump for high blood glucose. This morning at 3:30am blood glucose was 88 mg/dl and at 7:00am it was 176 mg/dl. The customer treated high blood glucose with manual injection and customer was also reported that they got low. The insulin pump will not be returned for analysis.